Manufacturer narrative:
Additional information: premature battery depletion was confirmed by analysis. Review of the device image (entire memory contents) noted that a battery performance alert was recorded. Also noted was a drop in the battery voltage that is consistent with premature battery depletion associated with lithium clusters. No high current drain was noted. In the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
During remote follow-up, a battery performance alert (bpa) was noted. The device was explanted and replaced to resolve the issue. The patient was in stable condition following the procedure.